Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the medication was not showing on the patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on the patient list. A technical support specialist (tss) remoted in and confirmed that the medication was not stocked in the cabinet. In mql, it was observed that the item had been de-stocked on 4/10, and a purchase order was sent out on (B)(6), with no further transactions recorded since then. A tss was instructed the customer to contact the pharmacy to request a supply of the medication and to initiate a new purchase order for the item. The system functioned as intended after the technical support specialist verified the device.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medication was not showing on the patient list. A technical support specialist (tss) remoted in and confirmed that the medication was not stocked in the cabinet. In mql, it was observed that the item had been de-stocked on 4/10, and a purchase order was sent out on 4/12, with no further transactions recorded since then. A tss was instructed to contact the pharmacy to request a supply of the medication and to initiate a new purchase order for the item. The system functioned as intended after the technical support specialist verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medbank mini, the medication was not showing on the patient list. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.